Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. Please see the updates in sections: g4, g7, h2, h3, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. A complaint was performed by the legal manufacturer and no complaint was confirmed with the same event, the same cause, the same device from the user facility in the past. Dhrs were checked, and it was confirmed that there were no manufacturing abnormalities, special adoptions, or variations. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: · the legal manufacturer reported that the phenomenon occurred due to the failure of the dr-board. (The patient substrate is composed of ap and dr substrates). · this device was manufactured prior to countermeasures due to a change in the operational amplifier circuitry of the dr-pcb (printed circuit board). · it is inferred that the op-amp failed because the design of the op-amp circuit on the dr board did not match the specifications, and an event occurred. The design record/manufacturing record/repair record review < design record > change history of components was checked for events in which no endoscope images were discharged. It was confirmed that the dr board was being changed on april 16, 2018. Countermeasure products have been shipped on or after 13 june, 2018 and /14 june, 2018

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of the ¿ 190 series worked; however, a bad image was observed on the video system when connected to a scope series of 160 or180.¿ the bad image was due to a faulty patient board set. The unit was equipped with a new type switch, current software version 4.10 installed and video connector was in normal condition.

Event description:
The service center was informed that during preparation for use, the video system would work with the 190 series scope. However, the image was noted be bad when a lower series scope was connected(160 or180). There was no patient involvement reported.